Manufacturer narrative:
The following additional defects were found by service during the evaluation: a leak was observed around switch button #4, caused by external factors. The adhesive at the distal end was chipped. The insertion tube was crushed and wrinkling, due to wear and external factors. The universal cord was crushed, and the video connector was damaged, due to physical stress, such as being dropped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a water leak from ¿the operation part¿. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the insertion tube coating was observed to be deteriorating and peeling off. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility instruct the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.